Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Bd is unable to duplicate or confirm the customer's indicated failure mode: ER (hiv testing) as bd labs are currently unable perform hiv viral load testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for customer indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 5: it was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, erroneous results (hiv) was observed in 1 specimen. No adverse impact was reported regarding the patient or user.